Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads. The complaint was previously reviewed in easytrak and was converted into smart solve on (B)(6) 2017. Upon conversion, the complaint record was pushed into reassessment status for review. It was confirmed there was no relevant information to change the reportability decision.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. Customer also reported that it was exposed to moisture about 2 years ago. The customer¿s blood glucose was 66 mg/dl at the time of the incident. The insulin pump was returned for analysis.